Event description:
It was reported that during implant attempt, the lead was not suitable for the patient's vein size. It was further reported the lead came out whenever the physician attempted to slit or move the sheath. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. All conductors were distorted and had blood/body fluid present.